Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, an ultrasound-guided PICC line placement was performed in the patient's right brachial vein. During the procedure, the guidewire could not be withdrawn upon retraction. The director of vascular surgery was summoned to assist in removing the guidewire and catheter sheath. It was discovered that the tip of the guidewire had bifurcated into a hook. After dual verification, the intact front end of the guidewire was successfully retrieved. After removing the guidewire and sheath, the PICC catheter could not be advanced, resulting in a failed placement. A new PICC catheter and kit were successfully inserted via the left brachial vein. The incident prolonged the catheterization process. The patient was informed and expressed understanding. The patient reported no discomfort. The right arm was immobilized with sterile dressing and compressed with an elastic bandage. No ecchymosis or swelling was observed on the right arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a guidewire broken into two segments. One segment was observed to be within a plastic hoop, and the other segment was observed to be within a microintroducer sheath. Use residue was observed on the samples within the returned photograph. The core wire of the guidewire was observed to be broken and appeared to be protruding from the distal end of the guidewire as well as near the proximal end of the coiled section of the guidewire. Details of the break sites of the guidewire could not be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. However, it should be noted that the guidewire should not be withdrawn against the bevel of the introducer needle as this may cause it to become stuck and ultimately break. This complaint will be recorded for future trending and monitoring purposes.